Event description:
Ran the meropenem dose under the guardrail drug library in pump. It was set for 85 ml to run over 15 minutes. Nurse verified 85 ml in the burette. Approximately 15 minutes later the IV was beeping "air in line." The medication had all been infused and it ran the line dry from the pump to the top of the tubing. The pump stated there was still 0.6ml to infuse, but the medication had gone in too quickly.